Event description:
The pt obtained a blood glucose result of 510 mg/dl on the suspect device. Pt was feeling sluggish and was taken to the hosp. At the hosp, pt's glucose was 280 mg/dl. Pt was treated with insulin. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.